Event description:
The laser system has the following problem: "laser was booted up about 6:15 am for the case and the alarm chiller high temp started and then shortly after the laser kicked off." Laser was not used for treatment.

Manufacturer narrative:
We are waiting for additional info from the distributor.